Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on u1 keypad assembly. No unexpected device test failed alarm or pump error 82 alarm noted during testing. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer did self test it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.